Manufacturer narrative:
It was reported that y-connector suddenly detached but sheath did not come off stent. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. As a result of analysis of returned device (est2010f - (B)(4)), the outer sheath was detached and stent was loaded. And it was found curve on stent loaded part of outer sheath. Deployment was tried without pressure, and it deployed well. The relevant product was manufactured for use in esophagus, but it was reported that the user who used the product has used product in duodenal stricture according to the customer complaint description. It is stated on user manual by this firm in order to prevent these problems as follows. 3. Indication for use the niti-s comvi esophageal stent is intended for maintaining esophageal luminal patency in malignant strictures. 4. Contraindication any use other than those specifically outlined under indications for use. Duodenum structure where stent was implanted is curvy. Resistance can be felt due to pressure generated by patient's lesion during deployment. It can cause deployment failure if deployment is tried by force in this situation since outer sheath can be stretched and detached. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Since the returned device was deployed well without pressure, it is considered that outer sheath was curved due to patient's lesion during procedure and deployment was tried in that situation; it was hard to further deploy due to curve, curved outer sheath and outer sheath was detached in the end so it caused deployment failure. This complaint is assumed that it was malfunction due to pressed by patient's lesion. And the user has used the product to duodenal stricture instead of using it in the intended location (esophagus). The complaint occurred in USA and the device was registered in USA. This event was reported by the importer as (B)(4). There was no harm to patient, but we decided to report MDR because the complaint occurred due to device malfunction. There will be continued to monitor the same or similar customer complaints.

Event description:
Pulled on y-connector to deploy but y-connector suddenly detached but sheath did not come off stent. (Both stents u/identical problem)